Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and absorbable hemostat was used. During the procedure, the absorbable hemostat was used on the adhesion detachment surface near the ovary. After use and no wash, the patient had symptoms like anaphylaxis (low blood pressure, difficulty breathing and asthma) when the wound was closed (approximately 5 minutes after spraying). The patient's symptoms stabilized after the patient took an asthma medication. By the time the patient woke up from anesthesia, the patient was stable and was kept under observation in the ward. The patient is stable after that and has been discharged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. How much surgicel was used during the procedure? 8. Did the patient undergo a patch test prior to the procedure? 9. Has any further surgical or medical intervention been performed? 10. What is physician¿s opinion as to the cause of this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s symptoms of low blood pressure, difficulty breathing and asthma? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Total laparoscopic hysterectomy. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 3. How much surgicel was used during the procedure? 3g 4. Has any further surgical or medical intervention been performed? The patient took an asthma medication (name: unknown). 5. What is physician¿s opinion as to the cause of this event? No changes were made to the procedure other than the use of the powder. 6. What is the patient¿s current status? After the surgery, the patient was stable in the ward and was discharged. The following information was requested, but unavailable: 1. What was the date of index surgical procedure? Unknown. It is difficult to get additional information. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. It is difficult to get additional information. 3. Was there any intraoperative concurrent use of other products? Unknown. It is difficult to get additional information. 4. What was the lot number? Unknown. It is difficult to get additional information. 5. Did the patient undergo a patch test prior to the procedure? Unknown. It is difficult to get additional information. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s symptoms of low blood pressure, difficulty breathing and asthma? Unknown. It is difficult to get additional information. 7. What is the users experience w/ surgicel powder and other hemostatic agents? Unknown. It is difficult to get additional information. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. How much surgicel was used during the procedure? Amount used: 3g. No washing after hemostasis. 2. What is physician¿s opinion as to the cause of this event? Doctor's comment: there was no change in the procedure other than scp. 3. What is the users experience w/ surgicel powder and other hemostatic agents? Approximately 3 months this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.